Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the subject pacemaker was implanted with a vega r45 atrial lead and a vega r52 ventricular lead. Annual follow-up were performed. On (B)(6) 2020, during a follow-up, an increase of the ventricular threshold was observed (1,5 v in bipolar and 1,25 v in unipolar). On (B)(6) 2021, during a follow-up, no bipolar capture by the ventricular lead was observed and a threshold between 1,75 v and 2v at 0.35 ms was observed in unipolar. In addition, inhibition was observed caused by ventricular noise in unipolar. A re-intervention was performed on (B)(6) 2021. The ventricular lead was abandoned in the patient's body and a new lead was implanted.

Event description:
On (B)(6) 2018, the subject pacemaker was implanted with a vega r45 atrial lead and a vega r52 ventricular lead. Annual follow-up were performed. On (B)(6) 2020, during a follow-up, an increase of the ventricular threshold was observed (1,5 v in bipolar and 1,25 v in unipolar). On (B)(6) 2021, during a follow-up, no bipolar capture by the ventricular lead was observed and a threshold between 1,75 v and 2v at 0.35 ms was observed in unipolar. In addition, inhibition was observed caused by ventricular noise in unipolar. A re-intervention was performed on (B)(6) 2021. The ventricular lead was abandoned in the patient's body and a new lead was implanted.